Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012), (manufacturing date: 12/2011), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to blood clots. At some time post filter deployment, it was alleged that the patient experienced thrombosis and ivc stenosis. Furthermore, the patient allegedly experienced lower extremity pain and swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.